Manufacturer narrative:
Additional information has been requested. The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: review of the device history record showed that this device met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. Conduction disturbance (heart block) is a known potential adverse event. In this case, a permanent pacemaker was successfully implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight days following the implant of this prosthetic annuloplasty valve ring, an electrocardiogram revealed complete heart block. A permanent pacemaker was successfully implanted. No subsequent adverse patient effects were reported. No additional information was initially provided.